Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted but not used during the implant procedure due to undersensing after fixation. The lead was repositioned and re-fixated seven times with the same measurements. The lead was removed and replaced with the same model lead. Again, the lead exhibited undersensing. The physician moved the lead position from high-to-mid septum to apical septum with measurements within acceptable range. The lead remains in use. No patient complications have been reported as a result of this event.